Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) display screen was not working. The issue was resolved with an in-house repair, by replacing the inverter board. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) display screen was not working.